Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the hospital biomed has resolved the problem by replacing the fuse. After replacing the fuse, the ivtm system powered on successfully and worked as intended. Therefore, service was not required to be performed by zoll.

Event description:
It was reported that the thermogard xp ivtm system (sn (B)(4)) had no power. No further information was provided. No known impact or consequence to patient information was provided.